Event description:
It was reported that during a da vinci si hysterectomy procedure the fenestrated bipolar forceps instrument, the paddles of the instrument were noted to be out of alignment. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument paddles were out of alignment. The one grip was bent, causing side to side misalignment of the grips. There was a .010" offset at the tips. They were bent but within the acceptable specification. The electrical continuity testing passed. Engineering also found a broken pitch cable at the distal clevis hub. The cable segment that contained the crimp remained installed in clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.